Event description:
Boston scientific received information that the patient implanted with this lead had a history of pocket infection. During a normal device change out procedure, a piece of gauze from the original implant was found in the pocket. No adverse patient effects related to the procedure were reported.

Manufacturer narrative:
The available information suggests this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.